Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a leaking insulin cartridge and an apparent failure of the reservoir piston to retract or rewind, which led the user to disconnect from the ilet and stop therapy before later resuming with assistance. No adverse clinical symptoms during the event reported. Outcomes included interruption of automated insulin delivery with the system operating in bg run mode until therapy was restarted and the continuous glucose monitor (cgm) was paired. Investigation included remote troubleshooting, confirmation of correct supply change steps, review of user technique, and education on pairing and restart procedures. Investigation of this case revealed no user error identified during the supply change performed on the call, no device alerts reported at the time of the piston rewind issue, and no lot information available for review. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.